Event description:
Implant surgeon informed sales rep mrs that the trident window trial cup stuck so well in acetabulum during trial that trial threads gave up in removing it and impactor could not be used anymore in removing the trial cup. It had to be removed with using extra tools and force. That is why there is banging marks in peripheral part of the trial. Operation time got about 5 minutes longer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.